Manufacturer narrative:
On 28 october 2016 the (B)(4) made the following analysis: insert revision in tka 6 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. On 04 november 2016 the patient match department made a review of the planning without finding any deviation from the standard procedures. Batch review performed on 07 november 2016. Lot 123068: (B)(4) items manufactured and released on 27 november 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to feeling unstable. The patient had developed laxity over time. The surgeon revised the 10mm insert with a 17mm insert. The surgery was completed successfully. X-rays are available. Explants are not available.